Event description:
Customer reported the orbital and l-arm brakes are not holding. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the orbital brake pad, and tightened the l-arm brakes. System operates as intended.